Manufacturer narrative:
Block h2: additional information: block a1, a2, a3a, a3b, a4, and block b5. Block h6: device code a0501 captures the reportable event of basket detachment. Patient code e2008 captures the reportable event of unretrieved device fragments.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy (urs) procedure. During the procedure, stone retrieval basket was advanced through a semirigid ureteroscope and deployed to capture the stone; however, a resistance was encountered during attempted withdrawal of the basket with the captured stone, and the distal end of the basket broke off in this attempt. Reportedly, the ureteroscope was withdrawn and a 16 fr foley catheter was placed for urinary drainage, and a guidewire was left in place via the catheter. Additionally, the procedure was aborted, and the broken piece was retrieved the next day by breaking up the stone with a laser and then removed using a grasper. A clear urine drainage was observed at the conclusion of the case with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Patient code e2008 captures the reportable event of unretrieved device fragments.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy (urs) procedure. During the procedure, tone retrieval basket was advanced through a semirigid ureteroscope and deployed to capture the stone; however, a resistance was encountered during attempted withdrawal of the basket with the captured stone, and the basket broke in this attempt. Reportedly, the ureteroscope was withdrawn and a 16 fr foley catheter was placed for urinary drainage, and a guidewire was left in place via the catheter. A clear urine drainage was observed at the conclusion of the case with no patient complications.